Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button trace on the button cable were creased. The root cause of the creased traces cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor response buttons were unable to activate the monitor.